Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for chronic low back pain. It was reported that the ins would hold a charge for a shorter and shorter amount of time, and then quit working. There were no reported trauma or falls that could be related. Activities or electromagnetic interference that could be related included a CT scan and sonograms. The ins would not charge and stimulation stopped around the patient¿s birthday in 2016. In (B)(6) 2016, around (B)(6) day, the charge lasted a month and a half, and then it would last a month.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their ins doesn't hold charge as well due to overuse of it. They noted that the battery needs to be replaced and placed in a better position.